Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable device exhibited loss of capture (loc). It was noted that the patient was traveling out of the country at the time, and the physician had advised the patient to go to a local hospital. The device was not programmed with auto threshold, thus loc was observed when threshold measurements exceeded the programmed output. Upon the patient's return, the device was programmed with auto threshold. This device remains in service. No adverse patient effects were reported. Attempts to obtain additional information regarding the model/serial number and patient information have occurred without success. At this time no further information is available. If additional information becomes available this report would be updated at that time.